Event description:
It was reported that the patient experienced an overstimulation sensation and couldn¿t use his stimulator at night because "it sent hot voltages through once you set it, and if you move and stuff". It was noted that if the patient was sitting it was fine, but if he moved it ¿sent higher voltage down through". It was reported that this had always been a problem since implant and the patient had been told it would clear out, but he had been implanted for three years now. The patient¿s new managing hcp wanted to set up an appointment with a manufacturer representative for reprogramming. The patient had an appointment scheduled for (B)(6), 2013. It was later reported that the patient¿s appointment was scheduled for (B)(6), 2013. It was later reported that the patient experienced uncomfortable shocking with posture changes and when he moved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).